Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Device history lot : device history reviewed 11 november 2019. 0 non-conformances on this lot number. Final micro and sterility tests passed. 0 related complaints. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision total shoulder replacement: (B)(6) 2019. Primary surgery: (B)(6) 2006. Revision surgery was carried out due to glenoid component loosening and pain. The surgeon removed the humeral head and the loose glenoid component and replaced with new implants. Osteolysis medial to the glenoid component was noted, specimens harvested for culture. The surgeon did indicate that the patient is currently being treated for cancer and that the osteolytic reaction medial to the glenoid component may be as a result of this treatment or the disease. No ae reported, no delay in the surgery.